Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical and economic impact of ventricular assist device infections: a real-world claims analysis. Journal of medical economics. 2024, vol. 27, no. 1, 62¿68. Doi: 10.1080/13696998.2023.2292912 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk-outflow graft / catalog #: / expiration date: unk / serial or lot#: d10: no h4: mfg date: unk h5: yes h6: patient code(s): c28554, c26726 h6: device code(s): c76126. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the clinical and economic impact of ventricular assist device (vad) infections. Patients were divided into those with infection and those without. Infections included pump, driveline, cannula, or outflow graft infections. There were also patients who experienced a pump thrombus, ischemic stroke, hemorrhagic stroke, or underwent a vad explant after the index vad insertion hospitalization. The authors described patient deaths; however, the specific causes of death were unknown. It is unknown what type of treatments or intervention were given to the patients with the various infections or adverse events. The status of the vads is unknown. No additional adverse patient effects were reported.